Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. A simulated ablation was performed and no temperature or power delivery anomalies were noted. Further inspection of the distal electrode indicated the tip thermocouple was inadequately bonded within the distal tip well, consistent with the reported event. The catheter met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the [temperature and output issue] was determined to be consistent with a design related issue. A corrective action was initiated to investigate this failure mode.

Event description:
Related manufacturing reference: 3008452825-2024-00577. During the ventricular extrasystole right ventricular outflow tract procedure, energy delivery issues resulted in a procedural delay. When ablation was performed at 30 watts, 30 degrees, there was impedance from 140, it was noted that ablation power was not getting to the heart or noted on the ablation signals. The catheter was removed for visual inspection and to flush, everything appeared fine. The catheter was reinserted into the patient but the issue continued. The catheter was replaced with another tactiflex ablation catheter, but the same issue occurred. The second catheter was replaced for a therapy 4mm ablation catheter which resolved the issue and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Corrected data: g3, h2, h6.